Manufacturer narrative:
(B)(4). Film evaluation results are: a review of CT¿s 10+ years post-implant confirmed that the patient was implanted with an aneurx stent graft system. The bifurcate was positioned ~2.5cm below the renal arteries. The proximal neck flow lumen diameter measured 26mm just below the renals, and 1cm lower was 29mm. The bifurcate proximal stent graft od measured 29mm. The infrarenal neck was angulated 35 deg a-p relative to the migrated bifurcate aortic body, and the aortic body was angulated 60 deg l-r and 30 deg a-p, relative to the distal aorta. The max aaa diameter was 5.3cm and there was contrast seen within the sac from a proximal type I endoleak. There was good bilateral distal sealing. The bifurcate ipsi limb was positioned down into the right common iliac artery, and the contra limb and extension were implanted into the left common iliac. The limbs were patent and no stent graft kinks or compression was observed. No additional issues were seen. The exact cause of the migration leading the proximal type I endoleak could not be determined from the films provided. The anatomy at implant and more recent post-implant films were not available for review and comparison. It appears likely that disease progression, with neck dilatation and angulation, likely caused to the migration. Films during and post aortic cuff(s) implant which resolved the migration and endoleak were not provided.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, ten years and two months post index procedure, the patient presented with slight back pain during a follow up. A CT revealed that the implanted aneurx stent graft had migrated approximately 18 mm distal to the renal arteries. Additionally it was reported that the aneurx had a proximal type I endoleak. The physician elected to implant an endurant aortic cuff and obtained good proximal seal. Due to appreciation of neck angulation, the physician then implanted a second endurant aortic cuff in order to obtain and ensure satisfactory overlap with the aneurx stent graft. The migration and proximal type I endoleak was resolved. Per the physician, the cause migration and proximal type I endoleak was due to disease progression. The physician stated that the neck diameter had continued to dilate and outgrew the diameter of the initial implanted aneurx stent graft. No additional sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.